Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock sling system on (B)(6) 2010 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff suffered "severe and debilitating injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.